Event description:
Emts arrived on scene of a person described as in full arrest. Reportedly the device displayed connect electrodes and analysis of pt ECG could not be performed as a result. Police officers arrived on scene and connected their automatic external defibrillator to the pt. This device rendered a no shock decision. The pt was not resuscitated. The rptr stated the pt outcome was not the result of the discrepancy but based upon a lack of pt viability.